Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an unspecified procedure in an animal lab, deflation difficulties occurred. The number of balloon inflations and to what atms is unknown, however, there was difficulty getting the balloon to fully deflate. The catheter was removed without incident.